Event description:
Patient presented to the physician three days post-implant procedure with redness, warmth, and pain at the chest incision site. Physician prescribed antibiotics. Patient returned to the physician for a follow-up appointment where improvement was noted.